Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine plus¿ pen needles were breaking after use. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd micro-fine plus pen needles were breaking after use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Two open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. (B)(4). Visual examination was carried out on the two opened samples and a bent patient end of cannula was observed on both samples. No manufacturing related issues were observed. A clog test was also carried out on the two samples and no issues were observed. No manufacturing related issues were observed. A clog test was also carried out on the two samples and no issues were observed. No lot history review can be carried out as lot number is unknown. No manufacturing related issues were observed on the returned samples/photos therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.